Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code c21: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient received treatment for a perforation in the left superficial femoral artery (sfa), utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device). It was reported that during the procedure, the viabahn® device failed to deploy. A 6fr terumo destination brand sheath and a terumo glidewire advantage brand guidewire were utilized. The target lesion had reportedly been predilated. It was reported that there was no distal expansion or opening of the stent. Another viabahn® device was used to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Engineering evaluation: the primary reported failure mode, related to a failure to deploy, was consistent with the engineering evaluation findings of a knot in the outer zipper and a failure to deploy in the lab. After manipulation of the knot, a loose fiber was visible. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary reported failure mode. The returned device exhibited several other forms of damage (e.g. Bowstrung endoprosthesis, broken deployment line fibers). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported failure to deploy and high deployment force during the procedure.

Manufacturer narrative:
Corrected data: b5: describe event or problem ¿ date of event in the summary was updated from january 06, 2025, to february 06, 2025. E1: initial reporter was updated to reflect physician¿s name.

Event description:
On (B)(6) 2025, a patient received treatment for a perforation in the left superficial femoral artery (sfa), utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device). It was reported that during the procedure, the viabahn® device failed to deploy. A 6fr terumo destination introducer sheath and a terumo glidewire advantage guidewire were used. The target lesion had reportedly been predilated. It was reported that there was no distal expansion or opening of the stent. Another viabahn® device was used to complete the procedure. The patient did not experience any adverse consequences.